Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate a malfunction. No errors or alert messages were found in the logs. No components were replaced. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that a patient was on a ventilator that did not have a humidifier. During a transfer to a ventilator with a humidifier the patient expired. Although requested, the event date (death) was not provided. There is no report of a malfunction with the ventilator or that the ventilator may have contributed or caused the death of the patient.